Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm 25 and the customer did not know the reason why this occurred. During troubleshooting with tandem technical support (cts), the customer stated that it was possible that the screen prompts were followed out of sequence. There was no reported impact to the customer blood glucose level.